Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (498mg/dl), and small to moderate ketones. The customer required assistance to treat elevated bg levels and the parent administered 18u of lantus to the customer.